Event description:
On (B)(6) 2014 during a manual download of the device logs a high drain volume error 101 was found in the alarm log only which occurred on (B)(6) 2014. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The returned homechoice has received a functional and electrical evaluation. The cause was unable to be determined with the provided information. Should additional relevant information become available a supplemental report will be submitted.